Event description:
It was reported that an echocardiogram revealed that this right ventricular (rv) lead had dislodged into the left ventricle (lv). The physician has not determined a course of action at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.